Manufacturer narrative:
The device was returned to olympus for inspection. Upon the receipt and inspection of the returned device, it was discovered that the bending section of the device was dry and exhibited multiple lifted pins. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the inspection of the returned subject device, it was discovered that the bending section of the device was dry and exhibited multiple lifted pins. As the failure was discovered during the investigation of the device, there was no patient involvement.